Event description:
Customer reported system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor. System operates as intended.